Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/21/2020. H.6. Investigation: bd received 2 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles and fm-in tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles and fm-in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg air bubbles were discovered in 5000 tubes there was also foreign matter discovered in gel. The following information was provided by the initial reporter, translated from chinese to english: when opened the package, it found that the ppt tube has fm in gel and gel air bubbles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg air bubbles were discovered in 5000 tubes there was also foreign matter discovered in gel. The following information was provided by the initial reporter, translated from chinese to english: when opened the package, it found that the ppt tube has fm in gel and gel air bubbles.